Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy due to stress urinary incontinence. It was reported that following insertion the patient experienced recurrent urinary tract infections, urgency, frequency, painful urination, burning with urination, leakage, vaginal scarring and vaginal tearing, third degree cystocele, vaginal pressure, pelvic pain, painful intercourse. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh removal on (B)(6) 2007 due to dyspareunia, pelvic pain, vaginal pressure, worsening incontinence, recurrent urinary tract infections, urgency, frequency, painful urination, burning with urination, leakage, vaginal scarring, and vaginal tearing. It was reported that the patient underwent a colonoscopy on (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.